Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had seizures due to low blood glucose value of 22 mg/dl and other blood glucose values below 20 mg/dl. Sensor versus blood glucose was also reported. Sensor said she was 200 mg/dl and blood glucose value was 120 mg/dl, then later it said she was 40 mg/dl and blood glucose value was still 120 mg/dl. Troubleshooting was declined for low blood glucose levels. Low blood glucose was treated with glucagon. The device is not expected to be returned for analysis.